Event description:
It was reported that the threshold rose until no capture on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Tthe outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, the outer insulation developed a cosmetic depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Visual inspection of both conductors and insulation using destructive testing. No fractured was observed but found outer insulation breached in-vivo/ depression. The outer insulation breached did contribute to the electrical complaint, rising threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, implanted: (B)(6) 2007; 5076-52 implantable pacing lead, implanted: (B)(6) 2007; d334trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. (B)(4).